Event description:
It was reported that the patient developed abscess in the cannula area at the abdomen and was treated with augmentin orally and local treatment.

Manufacturer narrative:
E1: name: (B)(6), country: united states of america, street: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.